Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic presented with an atrial lead that was under-sensing atrial flutter waves causing a delay in mode switch. It was unknown if any programming changes were completed to address this issue. There were no patient consequences.